Manufacturer narrative:
The event took place outside of the united states ((B)(6)).

Event description:
The event was a revision surgery due to dislocation. Cause of dislocation is unknown. Date of primary surgery is unknown. No further information is available.